Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) pacing impedances, measuring greater than 2000 ohms. The rv lead had dislodged. In addition, the patient experienced a dissection. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed an open circuit on the cathode conductor. Additional analysis completed by computed tomography, showed areas of gaps between the coil and the distal tip threaded grooves. This lead was taken apart and adhesive in the threaded grooves of the distal tip was found. This prevented contact between the coil and tip threaded grooves. The reported high impedance measurements are likely the result of the adhesive issue observed by the laboratory. Analysis was unable to confirm the reported dislodgement as the helix appeared normal.